Event description:
I used fixodent from 2002 until 2009. I have had tingling and numbness in my extremities for the last 7 years. Also, an inability to achieve an erection for the past 7 1/2 years. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2002 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.